Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was clamped and fired (first firing). When the surgeon went to open the device, the cartridge flew out. The surgeon said the device did not staple at the distal tip of the cartridge. When the cartridge was retrieved, the surgeon noted that the drivers at the end of the cartridge were not pushed out all the way. The surgeon had to retrieve the cartridge with a grasper and a specimen retrieval bag, which added approximately ten additional minutes to the procedure. The case was completed with another device and reload of the same product code. There were no patient consequences reported.